Event description:
During procedure with the rotablator system, the tip of the guide wire fractured and remains in the pt. No attempts were made at retrieval. Pt had marked tortuosity and also experienced slow flow in the left circumflex and the anterior descending during the procedure. Multiple filling defects were also found in the left coronary artery. Pt became hypotensive and hypoxic. An intra-aortic balloon pump was placed and pt was stabilized with dopamine, then intubated and taken to the or for bypass surgery unrelated to this incident. This was completed successfully and the pt is recovering well at this time.